Manufacturer narrative:
Qn#: (B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, (B)(4) facility as part of a (B)(4) lot in march of 2016. This instrument was not returned, but submitted pictures show that the jaws are slightly loose and the end of the tube assy. Looks slightly bent open and the pivot pin is slightly popped on one side of the tube. Parts were 100% visually inspected and tested at the tecomet, inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the jaws to be slightly loose and the jaw pivot pin to be slightly popped out of the tube assembly, but mishandling at the customers facility is suspected. No corrective action required at this time.

Event description:
It was reported that in the o & g operation the jaw of the applier was bent after pass through trocar. Therefore the clip could not be ligated. Due to the bending jaw, the applier could not be removed through the trocar. Users removed both trocar with applier together. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the o & g operation the jaw of the applier was bent after pass through trocar. Therefore the clip could not be ligated. Due to the bending jaw, the applier could not be removed through the trocar. Users removed both trocar with applier together. There was no patient injury.